Manufacturer narrative:
We were made aware, that our electronic submissions failed and not received by FDA. Car_s-us_2024_008 is opened to address this issue and this report was electronically resubmitted on (03/06/2024) distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, hearing aid charger and cord melted while being charged. The aids were not in the charger at the time of the event. No indication of smoke or flame, only partial melting. No injury to the user. The event is prevented from further damage as the charger and usb cable contains flame retardants. Device was not returned for further investigation.